Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism, and the lead had apparent explant damage.

Event description:
It was reported that the atrial lead dislodged and the helix had tissue on it. It was also noted that the was exposed to electrocautery. The lead was extracted and replaced. No patient complications were reported as a result of this event.